Manufacturer narrative:
H3:during the inspection, it was observed that a handpiece error occurs and it does not operate when connected to the ipc. Internal inspection revealed deterioration of parts such as bearings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ess procedure, m4 handpiece had overheating issue. The procedure completed with another product. The device was being run at 5000 rpm and in oscillation mode. The irrigation flowrate is 10. There was no known patient impact.